Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that after an inverse shoulder prosthesis surgery on (B)(6) 2026 the patient has developed an infection. On (B)(6) 2026 all implants were removed and the affected areas were cleansed and treated. A new prosthesis will be implanted in 6-8 weeks.